Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head cable found out of electrical specification.